Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: brite tip jl4, guide wire: bmw universal ii. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during the procedure in the mildly tortuous and heavily calcified distal circumflex artery, pre-dilatation was performed with a 1.2 x 6 mm trek dilatation catheter. A 2.25 x 15 mm nc trek was then advanced without resistance and an attempt was made to inflate the balloon. The balloon was inflated to 14 atmospheres for 2-3 seconds and a rupture occurred. The device was removed without resistance. A non-abbott dilatation catheter was then advanced and the balloon inflated to complete pre-dilatation. A 2.5 x 28 mm xience v was then deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.